Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of chest pain could not be conclusively established through this evaluation. Review of the submitted log files was unable to confirm a pump stop, and a specific cause for the reported event could not be conclusively determined through this evaluation. Review of the submitted log files noted intermittent low power advisory alarms associated with expected 14-volt battery depletion. A no external power alarm was captured in the system controller periodic log file on 24nov2025, refer to the system controller investigation regarding this finding. The controller backup battery was powering the system during the captured no external power alarm. There were no invalid timestamps captured in the submitted log file data, indicating that the system did not completely lose power over the available data. The system appeared to be operating as intended at the set speed, and there were no other notable findings. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU),, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient was reeducated and was said to be stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient fell asleep on battery power on their recliner. The patient said that they felt like their batteries died and their pump stopped. They stated they woke up to chest pain and replaced their batteries. The patient did not remember if their system controller was on at the time and denies hearing any alarms. Upon initial interrogation, no hazard alarms were noted. Log files were submitted for further analysis. The event log file contained a few clusters of pulsatility index events on (B)(6) 2025. The event log also captured low power advisory alarms due to battery depletion on (B)(6) 2025. Additionally, the log event file indicated that the patient did not connect to the power module/mobile power unit in the evening on (B)(6) 2025. This suggests that the patient was sleeping on battery power. Otherwise, there were no other notable alarm conditions or parameter changes.